Event description:
It was reported that pt underwent hip procedure in 2007. During insertion of the polyethylene cup, the surgeon could not get the cup inserter pegs to align with the inserter holes in the cup. The surgeon implanted the cup satisfactorily without the inserter.

Manufacturer narrative:
No further complications have been reported. There have been no trends identified related to this type of event. Additional inventory from reported lot was returned for eval. Eval found components did not meet design specs in that the distance between insertion holes was oversized. In response to recent FDA audit, retrospective review was performed, event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiated.